Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) thresholds gradually increased over time, reaching intermittent high levels. Rv lead fracture was confirmed via chest x-ray. The x-ray also revealed that the atrial lead was completely severed at the clavicle. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.